Manufacturer narrative:
Corrective treatment on (B)(6) 2012 included cephalexin 500mg, each six hours and predsin 120mg (prednisolone) each 12 hours, they were prescribed to be used for seven days. The swelling returned 48 hours later at the end of the treatment and the medicines were reintroduced. The events resolved 48 hours after the second corrective treatment. The outcome of the events was reported as resolved. F/u contact received on 10/24/2012: the physician reported that the medicine to treat pulmonary fibrosis has been azithromycin 500mg twice a day. About the treatment to the events, she informed the medicines were taken just for five days, against her recommendation, and then the events reappeared 47 hours later, the interruption. The corticoid has been taken until the moment of contact. The recovering has been evaluated by the reporter. F/u contact received on 10/30/2012: physician informed the pt got better, the corticoid dosage was reduced and there was no more complaints. F/u contact received on 11/08/2012: physician informed the pt was totally recovered at that time. A review of the device history records indicated the reported lot #1027209 met all specs prior to release with no abnormalities noted.

Event description:
On (B)(6) 2012, the pt experienced hematoma during the radiesse procedure. On (B)(6) 2012, the pt reported to the physician an intense inflammatory process characterized by swelling, hyperaemia, burning and pain that reached the forearm and fingers. Radiesse was diluted in lidocaine 2% without vasoconstrictor, and applied via dermal, chlorhexidine was used as aseptic. After the procedure the pt made physical exercises. In the opinion of the reporter, the event of inflammatory process was of severe intensity.